Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The patient code appropriate term / code not available captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd) no further information available. The device remains in service. No adverse patient effects were reported.